Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), sigadaptshort, sig power sigadaptshort lin short adapt (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during pulmonary parenchyma resection in a thoracoscopic lobectomy, the lung was extremely thick and stiff/firm and the excessive force was detected in the middle of firing. Based on the judgment that it would be difficult even if waited as it was, the center control was pushed upward, and attempted a release, but the stapler did not respond. The knife blade did not retract. Release was performed with the powered approach. There was no patient injury.